Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse replaced section of waste tubing and routed to drain. Repair was verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that waste line in the back of the unicel dxc 600 pro synchron clinical system was leaking. There was no exposure and no erroneous results were generated.